Event description:
Patient had bilateral breast implants on 4/4/91. She has returned to or today to have the implants removed and to have saline implants inserted (6/23/93) of a larger size. In the process of admitting the patient said she wanted the implants after removal for her lawyer as she had "a possible brain tumor and arthritis" she thought had been caused by the the silicone in the implants. The implants were removed on 6/23/93 and replaced with saline filled implants. Silicone implants given to patient's physician to take to office to give to her on her first post-operative visit. Medical engineering corporation notified. Left implant was ruptured during removal.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.